Event description:
Pt required med intervention as medtronic ICD required replacement secondary to premature battery depletion. Medtronic rep attempted to interrogate the device several times without success. He recommended the device be replaced because of a random component failure.